Event description:
It was reported that the external pulse generator (epg) powered off when connected to a patient. The patient went asystole and the device was replaced. The patient is ok. The device was sent to the biomed and would not power up. The battery was replaced and tested and no issue was found. The battery voltage of 9 volt when returned is unknown. The device was put back into service. The physician requested the device be returned for analysis. A return form was emailed to the customer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).